Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump occlusion ring was broken. No further details regarding the event were provided. Since the event occurred after cardiopulmonary bypass, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.